Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced an overstimulation sensation and stimulation in the wrong location. She felt stimulation in her feet instead of her low back. The device was reduced from 2.50v to 1.20v which made the stimulation more comfortable. She was at home in fair condition. It was reported that the pt developed an infection and the device had to be explanted. The device was not returned to the manufacturer. Additional info has been requested.